Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to assessment of the user facility information and the retention samples from the involved product code/lot number combination as well as the surrounding lots. An evaluation of the retention samples conducted revealed no visual anomalies. In addition, dimensional and functional testing confirmed the product met manufacturing specification. A review of the device history record of the product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported separation of the destination device. Follow up communication with the user facility confirmed the following information: the destination device separated at the hub from the sheath; the procedure was completed successfully; and there was no patient impact.